Manufacturer narrative:
H4: the device was manufactured from november 27, 2018 - november 28, 2018. H10: the actual device was received for evaluation. A visual inspection performed using the naked eye found fluid inside the bag that contained the sample. Functional testing was performed by filling the device with green colored water. After fill, the blue winged cap was hand tightened. The sample was being monitored until the next day and no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date "recently". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked into the secondary packaging during handling. The device was filled with fluorouracil and 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.